Event description:
It was reported to philips that the device had a processor issue. No further details provided. There is no patient involvement. Updated problem statement: it was reported to philips that the device was unable to measure blood pressure. There is no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a processor issue. No further details provided. There is no patient involvement.